Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. Damage was noted on the slide retract, indicating the formed needle was incorrectly installed. This deficiency contributed to the needle failing to retract. The needle was observed to be bent and its tip disformed. The exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage was sustained as the needle and exposed soft cannula were returned exposed. It could not be determined if this led to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.